Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: sion blue, guide catheter: hyperion 6fr spb. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the xience sierra, everolimus eluting coronary stent system, electronic instructions for use states: an unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged or dislodged during retraction back into the guiding catheter. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a 99% stenosed, moderately tortuous and heavily calcified concentric de novo lesion in the mid left anterior descending coronary artery. A 2.50x12mm xience sierra stent delivery system (sds) failed to cross the lesion due to interaction with the anatomy. The lesion was pre-dilated and the sds was reattempted to cross but failed. Resistance was felt with the anatomy during advancement and during removal of the sds. No damage was reported. The procedure was successfully completed with a non-abbott device. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.